Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had felt lightheaded and it was discovered that the right ventricular (rv) lead displayed rising and high thresholds. It was thought the lead had a microdislodgement. A lead revision was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.